Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that it had not been determined why the patient felt that stimulation got stronger with each ring of her phone. The rep reported that even with the stimulator (ins) off, she felt it, so the doctor didn¿t think it was the ins causing this. The rep did an impedance check and all were within normal range. Nothing else had been done except telling her to turn the ins off. The rep reported that it had not been resolved but didn¿t bother the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that when the patient¿s cell phone was in her back pocket and vibrates she felt stimulation stronger at each ring of the phone. The rep reported that the patient didn¿t report any falls that could be related to the issue. The rep reported that an impedance check showed that everything was normal. The issue wasn¿t resolved. No further complications were reported.